Event description:
It was reported that customer experienced cgm error and could not continue sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not see cgm error again after reset, and successfully started new sensor session, with no additional actions required.